Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient gave birth vaginally on (B)(6) 2025, after episiotomy, the wound was sutured with synthetic absorbable surgical suture. On (B)(6) 2025, the patient experienced persistent perineal pain, wound redness and swelling after delivery. The doctor found that suppuration occurred at the perineal suture. It was noted that there was rejection of synthetic absorbable surgical suture, which was not absorbed, caused an acute inflammatory response. After anesthesia, the suture was removed from the perineum, the wound was cleaned, the pus cavity was cleaned, and the necrotic tissue was removed. Metronidazole sodium chloride injection and cefuroxime sodium + 0.9% sodium chloride injection were used for intravenous antibacterial treatment, and rivanol solution was used for wet compress disinfection. On (B)(6) 2025, the perineal laceration was sutured again in the hospital, and the wound was sutured with non-absorbable surgical suture, and the suture was removed after five days.